Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration, capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast reconstruction with two 535cc artoura breast tissue expanders, initially suffered left breast implant displacement when sutures dissolved or came loose on (B)(6) 2019, which was repaired and re-sutured. The patient also then developed bilateral capsular contracture; baker grade unknown. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (left) 490cc mentor memorygel breast implant catalog: shpx490 lot: 7676022 sn: (B)(4) and (right) 535cc mentor memorygel breast implant catalog: shpx560 lot: 7709731 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
After clinical/secondary review of this file performed on may 20, 2020, it was decided to remove device code 1494 (off-label use), to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that device code 1494 (off-label use) was erroneously omitted from the initial report sent on (B)(6) 2020. The appropriate code has been filled. Manufacturer¿s reference number: (B)(4).